Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal episode. No additional adverse patient effects were reported.